Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to myopia. The pt was experiencing blurry vision. The iol was replaced with the same model lens. Additional information has been requested.